Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The power leg rest and control box were returned for evaluation, however subsequent testing could not verify the complaint of the power legs smoking and sparking. However, there was physical damage to the control box wire; the wiring assembly was visibly pinched and cut. The control box was disassembled, and no internal component damage was observed. No functional test was able to be performed due to the physical wire damage. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The consumer alleges that smoke and sparks were coming from the power legs. No injury is alleged.